Event description:
Customer had 15 pt samples in a row with low potassium results which repeated higher. Customer states the diluent reagent had been low and when it was replaced, the issue went away. Only one initial pt result was reported and had a corrected report sent. It is unk which pt required the corrected report. No pts were adversely affected. The potassium tests were repeated on same analyzer. The following 13 pt examples of discrepant results were provided: pt 1, initial result 2.35, repeat 4.4 mmol per l. Pt 2, initial result 2.03, repeat 4.0 mmol per l. Pt 3, initial result 2.07, repeat 4.0 mmol per l. Pt 4, initial result 2.25, repeat 4.2 mmol per l. Pt 5, initial result 2.42, repeat 4.4 mmol per l. Pt 6, initial result 2.80, repeat 4.8 mmol per l. Pt 7, initial result 2.16, repeat 4.2 mmol per l. Pt 8, initial result 2.04, repeat 4.0 mmol per l. Pt 9, initial result 2.19, repeat 4.2 mmol per l. Pt 10, initial result 3.63, repeat 4.6 mmol per l. Pt 11, initial result 2.00, repeat 4.3 mmol per l. Pt 12, initial result 2.97, repeat 5.0 mmol per l. Pt 13, initial result 2.41, repeat 4.4 mmol per l.

Manufacturer narrative:
The field service rep was unable to determine the cause of the discrepancies and could not duplicate the issue. He noted customer noticed issue occurred after diluent bottle change over. The field service rep ran precision check, ran precision check again with bottle change over and ise check. He also ran quality control.